Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead (B)(6) 2007; 4968 implantable pacing lead (B)(6) 2006; d314trg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead was connected to the device and after the pocket was closed the rv lead dislodged. The pocket was re-opened and the rv lead helix was retracted to reposition the lead but the helix would not re-extend. The rv lead was removed and an existing chronic lead was reconnected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.